Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operato were reported.

Manufacturer narrative:
Device out of work during surgical treatment due to a pump failure. We are unaware about patient/operator injury.